Event description:
New information received notes that the right ventricular lead was explanted and replaced due to oversensing noise. The patient was in stable condition.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and low pacing impedance. No intervention was performed. The patient was stable and would continue to be monitored.